Event description:
The zealand pharma v-go representative that trained the patient, reported that the patient experienced hypoglycemia about a week ago. The v-go repo clarified that the patient went camping about a week ago and had low blood sugar while on the v-go 20. The patient tried to get his blood sugar up and later called 911, went to the hospital and was given glucagon. The patient's bg was 40 when the patient went to the hospital. The v-go rep did not have the hospital information.